Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a (CPAP, bipap) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged filters getting black, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of beige dust or dirt contaminate in the filter intake area and intake canal, mineral deposit spots in the outlet port possibly from hose rainout, brown smoke contamination coating in cracks and crevasses, and on all internal enclosure plastic surfaces, and minor amount of keratin on the blower box outlet port.. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 instances of e-22, 1 instance of e-53 and 2 instances of e-130. The manufacturer concludes the contaminates found were consistent with beige dust or dirt contaminate in the filter intake area and intake canal, mineral deposit spots in the outlet port possibly from hose rainout, brown smoke contamination coating in cracks and crevasses, and on all internal enclosure plastic surfaces, and minor amount of keratin on the blower box outlet port. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a (CPAP, bipap) device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).